Event description:
While investigating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered. The electrode belt cables were damaged.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the ECG "c&d" cable was missing and the ECG "a&b" cable was pulled from the strain relief. The root cause for the damaged cables was physical abuse. No adverse event resulted from the defective electrode belt.